Event description:
It was reported that pump experienced malfunction code 12 without any notable events beforehand, and customer had already performed reset independently so fault details could not be confirmed. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump with plan to rely on alternate insulin method if needed, and technical support arranged shipment of replacement pump.